Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event. The recipient reportedly does not need additional support from advanced bionics. The device will not return to the company. A review of the device history record was completed and revealed that the feedthru was replaced. This is the final report.

Event description:
The recipient reportedly experienced pain over the implant site. The recipient's device was explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.